Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (air in line) that appeared on the homechoice (hc) unit during dwell 3 of 4. (B)(4) contacted the patient's wife on (B)(6) 2010. The patient's wife stated that there were no visible holes or leaks in the cassette. She is not sure what may have caused the alarm, however, they discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.